Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit toppled and the screen shattered. There was no patient involvement.

Manufacturer narrative:
Date of this report:16jul2019. Date rec'd by MFR: 08jul2019. The manufacturer¿s field service engineer (fse) remotely confirmed the damaged liquid crystal display (lcd) and realized the touch screen was also damaged. Customer seeks part number for touch screen. The manufacturer¿s field service engineer (fse) remotely recommended touch screen part number. Customer reports the problem was resolved by replacing the damaged touch screen. Customer reports the unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 22jul2019. Date received by manufacturer: 19jul2019. Information was received that the failure was not due to a faulty or malfunctioning touch screen, it failed due to the unit being dropped and the screen landing face down on the floor. This issue is not a reportable event, but a user error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.